Event description:
The service report shows that there was no audible alarm. The customer suport engineer (cse) verified the no audible alarm condition. The cse inspected the device and found that the top wire connector on the power switch was very loose. The cse tightened the connector on and reinstated the connector to the power switch. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.